Event description:
Technician found a size medium pair of critigear sterile nitrile examination gloves with a greasy residue light contamination on both gloves. Lot cgn82/fktpm 9600006-3, batch n820424, prep date (B)(6) 2024, exp 01/11/2029. Gloves were not used for compounding.